Manufacturer narrative:
Additional information received 21nov15: as far as I know, the product was not removed.

Manufacturer narrative:
Integra completed its internal investigation 10mar2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: DHR was reviewed on 04jan2016. No anomalies were found during the DHR review. The product specifications for the identified lot (1503003, surgimend 3.0) were met. This complaint was an isolated incident. There are no existing complaints for surgimend 3.0 associated with a death prior to this one. Batch records for the skins used for the product and data from mechanical testing were also reviewed. No anomalies were found. This complaint was an isolated incident. There are no existing complaints for surgimend 3.0 associated with a death prior to this one. Conclusion: it has been stated that the doctor does not believe that the cause of death was related to the product. Root cause analysis is unavailable.

Event description:
It was reported an patient was treated with the product. It was reported the patient later died. On (B)(6) 2015 the product was implanted to treat a complicated gastroschisis with enterocutaneous fistula. The procedure was a fistula repair and placement of surgimend in an open wound. A wound vac was placed on the surgimend. The integra global medical affairs manager reports she was notified that a patient with surgimend died. "The surgeon was just letting me know that he did not need additional product for the case as discussed as a potential solution to help manage open wound." It was later reported that it was noted 30 days postop, the product was "attached to (wound) bed." It was reported by the sales representative that he spoke with the treating surgeon. "The surgeon discussed that he believed the cause of death had nothing to do with our product line. The patient went hypertensive and threw a pe (pulmonary embolism). The patient went from 100% to crashing within an hour. The surgeon does not believe that it was anything to do with the product." It was verbally reported the patient was an infant.